Event description:
The customer reported the ventilator's backup alarm failed during performance verification testing. The customer reported the backup alarm did not sound for power fail when the ventilator was disconnected from ac power and there was no backup battery in place. The customer reported the ventilator was not in use on a pt, therefore, there was no pt involvement or harm. The MFR's service technician confirmed the customer reported problem. The service technician replaced the backup alarm to correct the problem. Final testing was completed and all applicable tests passed per operating specifications.